Event description:
It was reported that an acticon neosphincter cuff was removed due to recurring incontinence and fluid loss. A new cuff was impalnted on the same day as the removal.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent as appropriate.